Manufacturer narrative:
(B)(4). Patient returned insulin pump for an alleged blank display and moisture damage observed on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the corroded keypad trace, pcba 1, pcba 2, force sensor, motor, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Flashing medtronic logo was confirmed during analysis due to moisture damage confirmed on the electronic assemblies. Blank display is not confirmed due to flashing medtronic logo.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and was exposed to water while swimming. No harm requiring medical intervention was reported. The device will be returned for analysis.